Event description:
The customer contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The pump was returned to the biomedical dept from labor and delivery for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found leakage from the disposable batteries in the battery compartment of the device. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.